Manufacturer narrative:
Correction: h10 a supplemental report is being submitted for a correction. H10 this report contains an update to the product event summary. The previously reported failure and investigation findings remain unchanged. Product event summary: the two controllers (con306975, con312387), four batteries (bat319385, bat591852, bat651909, bat317144), and controller ac adapter were returned for evaluation. The controller dc adapter was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the controller ac adapter, bat591852, and bat651909 revealed the units passed visual inspection and functional testing. Failure analysis revealed that the batteries bat319385 and bat317144 passed visual inspection. Functional testing of bat317144 revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional finding not related to the reported event. The most likely root cause of the observed abnormal rsoc event can be attributed to an estimation error. Failure analysis of the returned batteries revealed all four-battery gas gauge green leds of the batteries functioned as intended. As a result, the reported display error could not be confirmed. Functional testing of bat319385 revealed that the battery was inoperable; the battery was unable to charge or provide power due to multiple safety flags enabled. Internal inspection did not reveal any anomalies. An attempt to reset the main integrated circuit (ic) was unable to reestablish the functionality of the battery, likely due to a problem with the main ic. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection of con306975 revealed contamination within both power ports, likely due to handling of the device. Additionally, visual inspection of con306975 under 10x magnification revealed hairline crack surrounding power port two. Visual inspection of con312387 under 10x magnification revealed hairline cracks around both controller power ports. An internal visual inspection of both controllers did not reveal fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Furthermore, supplemental testing was performed on the controller con306975 and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Review of the controller log files associated with con312387 revealed that the device was not in use during the reported event date and was likely the backup controller. Log file analysis revealed that the controller in use during the reported event, con306975, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files did not reveal any power disconnect alarms within the analyzed period. Analysis of the data log files revealed several power switching events due to momentary disconnections involving bat319385, bat591852, bat651909 and bat317144 within the analyzed period. Analysis of the data log files also revealed momentary disconnections involving an active adapter. Momentary disconnections will result in an audible tone or "beep". As a result, the reported premature power switching event was confirmed. The reported power disconnect alarm on 12-dec-2019 could not be confirmed; however, is possible that the momentary disconnections were perceived as the reported alarm. Additionally, log file analysis revealed a controller power up event on 13-dec-2019, at 08:04:30. The data point logged in the controller's internal logs prior to the loss of power revealed that an active adapter was connected to power port one and bat319385 was connected to power port two with 88% rsoc. Review of the controller's internal logs revealed that the active adapter was disconnected prior to bat319385. The battery bat319385 was received for analysis with multiple safety flags enabled and unable to be cleared. At some point before connecting bat319385 to the controller, the battery likely experienced an electrostatic discharge (esd) event and become inoperable; this would cause the controller to not recognize bat319385 when it was connected on power port two. There is no evidence to suggest that a controller malfunction caused or contributed to the loss of power. The data point recorded after the loss of power revealed that bat651909 was connected to power port one and no power source was connected to power port two. The controller was without power for 10 seconds. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported loss of power and "red heart alarm" events were confirmed. The reported power disconnect alarm on 13-de c-2019 could not be confirmed. Additionally, a vad disconnect alarm was logged on 13-dec-2019 at 17:08:02 indicating a physical disconnection of the driveline from the controller, most likely due to troubleshooting and/or a controller exchange. A power source lubrication procedure was performed on bat319385, bat591852, and bat317144 in accordance with the requirements under fsca cvg-18-q4-19 on 08-jun-2018. A power source lubrication procedure was performed on bat651909 in accordance with the requirements under fsca cvg-18-q4-19 on 20-may-2019. There is no evidence that the lubrication servicing was performed on the rest of the associated devices. Based on the available information, a possible root cause of the loss of power can be attributed to a faulty battery which was the only power source connected prior the loss of power. Based on the analysis performed, the most likely root cause of the reported inability to recognize the battery can be attributed the multiple safety flags enabled on battery bat319385. The most likely root cause multiple safety flags enable can be attributed to an esd event on the battery bat319385, which likely contributed to a faulty integrated circuit that controls the battery. CAPA pr00388907 investigated battery main integrated circuit malfunctions. The most likely root cause of the reported premature power switching and beeping can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 in vestigated momentary disconnections prior to lubrication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtba1q1 ICD, 459888 lead, 5076-45 lead, implanted (B)(6) 2016; 694765 lead, implanted (B)(6) 2008. Additional products: heartware ventricular assist system ¿ controller ac adapter, model #: 1430us, catalog #: 1430us, expiration date: 16-mar-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 16-mar-2018, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-mar-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-dec-2017, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-oct-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 10-oct-2018, labeled for single use: no. Heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-mar-2017, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2016, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-sep-2018, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2017, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller dc adapter, model #: 1440, catalog #: 1440, expiration date: 19-sep-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun, mfg date: 19-sep-2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers, four batteries, a controller ac adapter and a controller dc adapter exhibited power switching. It was also reported that the primary controller exhibited a loud "red heart" alarm and power disconnect alarms, there was a loss of power to the primary controller which resulted in a ventricular assist device stop, and one of the batteries did not display charge capacity indicator lights despite being fully charged. The controllers, batteries, controller ac adapter and controller dc adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the two controllers (B)(6)), four batteries (B)(6)), and controller ac adapter were returned for evaluation. The controller dc adapter was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed the units passed visual inspection and functional testing. Failure analysis revealed that the batteries (B)(6) passed visual inspection. Functional testing of (B)(6) revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional finding not related to the reported event. The most likely root cause of the observed abnormal rsoc event can be attributed to an estimation error. Failure analysis of the returned batteries revealed all four-battery gas gauge green leds of the batteries functioned as in tended. As a result, the reported display error could not be confirmed. Functional testing of (B)(6) revealed that the battery was inoperable; the battery was unable to charge or provide power due to multiple safety flags enabled. Internal inspection did not reveal any anomalies. An attempt to reset the main integrated circuit (ic) was unable to reestablish the functionality of the battery, likely due to a problem with the main ic. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports, likely due to handling of the device. Additionally, visual inspection of (B)(6) under 10x magnification revealed hairline crack surrounding power port two. Visual inspection of (B)(6) under 10x magnification revealed hairline cracks around both controller power ports. An internal visual inspection of both controllers did not reveal fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Furthermore, supplemental testing was performed on the controller (B)(6) and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Review of the controller log files associated with (B)(6) revealed that the device was not in use during the reported event date and was likely the backup controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files did not reveal any power disconnect alarms within the analyzed period. Analysis of the data log files revealed several power switching events due to momentary disconnections involving (B)(6) within the analyzed period. Analysis of the data log files also revealed momentary disconnections involving an active adapter. Momentary disconnections will result in an audible tone or "beep". As a result, the reported premature power switching event was confirmed. The reported power disconnect alarm on (B)(6) 2019 could not be confirmed; however, is possible that the momentary disconnections were perceived as the reported alarm. Additionally, log file analysis revealed a controller power up event on (B)(6) 2019, at 08:04:30. The data point logged in the controller's internal logs prior to the loss of power revealed that an active adapter was connected to power port one and (B)(6) was connected to power port two with 88% rsoc. Review of the controller's internal logs revealed that the active adapter was disconnected prior to (B)(6) . It is likely that (B)(6) experienced an electro-static-discharge (esd) event and became inoperable. This would cause the controller to not recognize (B)(6) connected on power port two and a ¿power disconnect reconnect power 2¿ message would appear on the controller display. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and no power source was connected to power port two. The controller was without power for 10 seconds. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a br ief moment. As a result, the reported loss of power and "red heart alarm" events were confirmed. The reported power disconnect alarm on (B)(6) 2019 could not be confirmed. However, it is likely that battery (B)(6) contributed to the reported power disconnect alarm. Additionally, a ventricular assist device disconnect alarm was logged on (B)(6) 2019 at 17:08:02 indicating a physical disconnection of the driveline from the controller, most likely due to troubleshooting and/or a controller exchange. A power source lubrication procedure was performed on (B)(6) on (B)(6) 2018. A power source lubrication procedure was performed on (B)(6) on (B)(6) 2019. There is no evidence that the lubrication servicing was performed on the rest of the associated devices. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Based on the analysis performed, the most likely root cause of the reported inability to recognize the battery can be attributed the multiple safety flags enabled on battery (B)(6). The most likely root cause multiple safety flags enable can be attributed to an esd event on the battery (B)(6), which likely contributed to a faulty ic that controls the battery. The most likely root cause of the reported premature power switching and beeping after lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Internal investigations evaluated momentary disconnections prior to lubrication and battery main ic malfunctions. Additional products: d4: serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 14-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) d10: yes, return date: 14-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 120, 648, 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) d10: yes, return date: 14-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) d10: yes, return date: 14-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) d10: yes, return date: 14-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) d10: yes, return date: 14-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h10: d4 additional products: d1: heartware ventricular assist system ¿ controller dc adapter d4: expiration date: unk / serial #: (B)(6), UDI #: (B)(4), h4: mfg date: unk medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.